Event description:
Device malfunction: none, symptoms/ae: stroke, time of symptoms/ae: post procedure. It was reported that the pt suffered with delirium approximately 2 hours post pta/stenting. The pt subsequently developed left visual field cut, severe agitation and required intubation. A CT scan showed moderate infarct posterior rmca. The pt's hosp stay was prolonged and treatment consisted of intubation, b/p control and monitoring. The pt was extubated in 2006. The post procedure nihss indicated inattention or extinction to bilateral simultaneous stimulation in one of the sensory modalities, limb ataxia in one limb, partial gaze palsy, and partial hemianopia. The condition is cotninuing, but improved. No additional info is available.

Manufacturer narrative:
B5: capture 2 study event.